Event description:
Catheter kinked while being introduced through the aorta and caused a dissection in the inner side of the aorta wall. Physician discontinued the procedure. Although pt was injured, intervention was not required.